Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customers mother reports feeling an electric shock in her hand while using her daughters freestyle libre 2 reader. Customer further reported that her daughter also felt the electric shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Abbott charging cable and adapter were not returned. The reader powered on with home button press. The reader was de-cased and the printed circuit board assembly (pcba) was inspected, no evidence of fire, smoke, or electric shock was observed. Measured the returned reader's battery at 3.8v which was within specification (3.7- 4.1v). Measured the readers off current and results were within specification at 0.18mv (0- 1.0mv). Measured the reader's on current results which were also within specification at 73ma (less than 80ma). Since the current draw from the reader was within specification, adc concludes that the reader did not have sufficient power to cause an electric shock. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) was updated to 27apr20 as it was incorrectly documented as 27aug20 in the previous report filed on 03feb22.

Event description:
Customers mother reports feeling an electric shock in her hand while using her daughters freestyle libre 2 reader. Customer further reported that her daughter also felt the electric shock. There was no report of death, serious injury, or mistreatment associated with this event.